Event description:
It was reported that during routine testing, the external pulse generator (epg) would begin to power on, but then would shut itself off. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.